Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient had an unrelated surgery during which the ipg was put into surgery mode. Post surgery the ipg was unable to connect to the external devices. Later, troubleshooting was done by field representatives and the ipg was successfully recovered.